Event description:
It was reported that the handpiece reverse button stuck during a surgical procedure. The case was completed successfully with another device. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported complaint was duplicated. Based on the investigation details, the likely cause was problems with the trigger assembly, which was replaced along with other components.